Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during an endoscopic selective varices devascularization (esvd) procedure to treat gastroesophageal reflux performed on (B)(6) 2024. During the procedure, it was noticed that "the buckle was detached", and bands would not completely deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use. Additional information received on november 14,2024: the buckle at the handle was detached. It was reported that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h2 (additional information): block a1, block a2 (age at time of event), block a4 (weight), block b5, and block e1 (initial reporter address1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on november 14, 2024. Block h6: imdrf device code a0501 captures the reportable event of trip wire detached. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with three bands attached to it and the ligator housing teeth were found in good condition. Additionally, the handle had marks of the trip wire indicating that it was secured, and no problems were found on it. No other problems with the device were noted. The reported event of the bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had three bands attached to it. It is possible that this problem could have been caused by the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands feel difficult to be deployed. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the stomach; however, per the speedband superview super 7 multiple band ligator IFU, "the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
H6: imdrf device code a0501 captures the reportable event of trip wire detached. Imdrf device code a050501 captures the reportable event of bands unable to deploy. H11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with three bands attached to it and the ligator housing teeth were found in good condition. Additionally, the handle had marks of the trip wire indicating that it was secured, and no problems were found on it. No other problems with the device were noted. The reported event of the bands unable to deploy was confirmed; however, the reported event of trip wire detached was not confirmed. Upon analysis, the returned ligator housing had three bands attached to it. It is possible that this problem could have been caused by the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands feel difficult to be deployed. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during an endoscopic selective varices devascularization (esvd) procedure to treat gastroesophageal reflux performed on (B)(6) 2024. During the procedure, it was noticed that "the buckle was detached", and bands would not completely deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on november 14,2024: the buckle at the handle was detached. It was reported that there was no difficulty experienced upon setting up the device. Additional information received on december 15, 2024: the speedband superview super 7 was used in the esophagus to treat esophageal varices.

Manufacturer narrative:
Block h2 (additional information): block b5 and block h6 (device codes) have been updated based on the additional information received on december 15, 2024. Block h2 (correction): block b5 and block h6 (device codes) have been updated. Block h6: imdrf device code a0501 captures the reportable event of trip wire detached. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with three bands attached to it and the ligator housing teeth were found in good condition. Additionally, the handle had marks of the trip wire indicating that it was secured, and no problems were found on it. No other problems with the device were noted. The reported event of the bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had three bands attached to it. It is possible that this problem could have been caused by the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands feel difficult to be deployed. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the stomach; however, per the speedband superview super 7 multiple band ligator IFU, "the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during an endoscopic selective varices devascularization (esvd) procedure to treat gastroesophageal reflux performed on october 11, 2024. During the procedure, it was noticed that "the buckle was detached", and bands would not completely deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on november 14,2024: the buckle at the handle was detached. It was reported that there was no difficulty experienced upon setting up the device. Additional information received on december 15, 2024: the speedband superview super 7 was used in the esophagus to treat esophageal varices.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0501 captures the reportable event of trip wire detached. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during an endoscopic selective varices devascularization (esvd) procedure to treat gastroesophageal reflux performed on (B)(6) 2024. During the procedure, it was noticed that "the buckle was detached", and bands would not completely deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use. No further information has been obtained despite good-faith efforts.